Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 237 mg/dl, 449 mg/dl, and 94 mg/dl within 10 mins. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The complaint was not confirmed and no new issues were observed. All results were within the range specification. Additionally, the reported readings of 237 mg/dl, 449 mg/dl, and 94 mg/dl were found in the device's internal memory log within 10 mins. Note: customer stated that she may have taken a sip of orange juice, so it's possible some of the tests performed were contaminated.